Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they were scheduled to have the device removed since it never worked anyway, but due to unrelated medical issues, they couldn¿t remove the ins. The patient stated that stimulation never helped control their symptoms. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received from the patient. They reported that the device never worked like it was supposed to, which they confirmed meant the device had never helped with their symptoms. They were supposed to have the device removed, but their healthcare provider retired before they could remove it. They had a different doctor who was going to remove the device, but the patient got cancer so they did not remove it. Additional information was received from the patient. They reported that as of right now, their cancer was normal and they were not having to take chemotherapy; they just had to see their doctor every eight weeks. The device was not working/it never worked since it was implanted. Their healthcare provider knew when they retired that it was not working and retired within two weeks and they could not get it removed. They would like to get it removed. They found out they had cancer in (B)(6) 2018 and it had not been resolved yet. They requested physician listings for someone who could remove the device since their doctor said they could get it done. Additional information was received from the patient. They reported that it never worked like it should from the start, but the doctor thought they could get it to work. It wasn't working. They now had an appointment to see a doctor about removing it. The issue was not yet resolved.